Event description:
It was reported that there was a disconnection between the patient line of an amia automated pd set with cassette and the patient¿s transfer set which resulted in leak. This event was further described as ¿patient woke up and felt wet" and noticed the "whole transfer set was completely off". This occurred during use for automated peritoneal dialysis therapy. The patient was given vancomycin as a precautionary measure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information in h6 and h10. H10: the device was not returned and the lot number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.